Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced issues related to a spinal cord stimulator (scs) after falling and landing on their back. They experienced pain when sitting in a chair where the implantable pulse generator (ipg) is located. The patient noted that the stimulation did not feel as it used to, requiring an increased intensity from 3.2 to almost 5.0 or 6.0 to feel the stimulation, and there was a lack of sensation in the back. Additionally, there was a change in the pulsating mode sensation, which was not the same as before, and a lack of sensation when bending backward. The issues with the scs were noticed 2-3 days prior to the report. The patient confirmed that their devices were both charged. The patient attempted to contact their medtronic representative but had not received a response and was redirected to their healthcare provider for further assistance.